Event description:
Reporter indicated a pt underwent generator replacement surgery due normal end of svc. X-rays and CT taken prior to surgery indicated that the pt's leads were not attached to the vagus nerve. The pt stated she was never able to perceive stimulation. During the surgery, the surgeon noted the old lead was attached to the sternocleidomastoid and not the vagus nerve. The pt underwent a complete revision. Good faith attempts to obtain add'l info have been unsuccessful to date.